Manufacturer narrative:
Date of event is estimated. Implant date is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number 1627487-2021-13821. It was reported that the patient was experiencing ineffective therapy due to high impedance. As a result, surgical intervention occurred wherein the lead and ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate; which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, and it communicated with all lab utilities.